Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with cgm-fingerstick discrepancy while using the ilet with a dexcom g7, where the cgm displayed 337 mg/dl and a fingerstick showed 275 mg/dl; after calibrating the cgm, glucose read 288 mg/dl and trended downward. Symptoms included none. Outcomes included correction of hyperglycemia without outside assistance or medical intervention. Investigation included review of device use patterns and troubleshooting education. Investigation of this case revealed suboptimal learning-phase use and reliance on ¿more than/less than¿ meal announcements with frequent carb-heavy snacks announced between meals, which likely limited algorithm adaptation and dosing accuracy; no device alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that user technique during the learning phase and meal announcement practices were the primary contributors.